Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a post-operation check with atrial lead inappropriately capturing in the right ventricle. An x-ray revealed lead had dislodged. Lead was reprogrammed to mitigate the issue. A lead revision was recommended but will not be performed due to an unrelated patient health issue. Patient was stable after the event and will continue to be monitored.